Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to erosion at the cuff site. All components were removed. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to erosion at the cuff site. All components were removed. No patient complications were reported.